Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed thumbloop solder disconnecting from the rotator housing; the solder material was visibly cracked, degraded, and missing in areas. Additionally, the handle function was not smooth and consistent, and minor jaw misalignment was observed. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of weld failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
B5: description updated.

Event description:
Clarification received: the device was not part of the tug test but noted to be separated at the working end near the rotational housing (previously reported as unspecified weld detachment).

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a prestige atra grasper (part #8360-10) was tested in the sterile processing department (spd) on (B)(6) 2021. According to the complainant, device separated at the unspecified weld. The complaint device was returned to the manufacturer for evaluation. There was no patient involvement and the malfunction did not cause or contribute to a procedural delay. The malfunction is filed under aic reference xc (B)(4).